Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was running hot. It was not reported that the alleged malfunction occurred during surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional information was received from the reporter. It was reported that the alleged malfunction was observed during routine maintenance inspection. It was reported that there were no surgical procedures scheduled as the inspection was completed after hours. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.